Manufacturer narrative:
The actual device involved in this event was returned for evaluation. The report that the motor drive unit wasn't working properly during the case was verified. The unit failed the stall torque test because the pcba was defective. The cpc coupler is plastic and was damaged, requiring replacement.

Event description:
It was reported that a pt underwent a gynecological procedure in 2007. During the procedure, the motor drive unit wasn't working properly. The motor drive unit was able to be used to successfully complete the case with no adverse pt consequence. The customer believes that the unit is "old" and is in need of servicing and updates.